Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Investigation results: visual investigation: the broken off jaw was not provided for investigation. Ceramic is fractured , one of the jaw parts is broken off and missing. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pm433r - jaw ins.bip.macro forceps d:5/310mm. During a gynecological surgery, one of the branches, the grasping part fell off when using, in the abdomen. To remove the broken part a resurgery had to be performed. Remedical action taken by the healthcare facility relevant to the care of the patient: standard patient care. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).